Manufacturer narrative:
(B)(4). The rt267 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt267 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuit was visually inspected and pressure tested. Results: visual inspection of the returned expiratory limb revealed a crack on the proximal connector. Pressure testing revealed that the circuit was outside of specification. A lot check was performed and one similar complaint of this nature for this lot date was found. Conclusion: we are unable to determine what may have caused the damage noted on the returned expiratory limb. Previous investigations of similar complaints suggest that the cracking observed on the connector was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt267 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt267 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the collar of the expiratory limb of the rt267 infant evaqua2 breathing circuit cracked after seven days of use. No patient consequence was reported.